Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet solent proxi catheter was selected for a thrombectomy procedure. During use inside the body, it was noted there was blood leakage below the pump within the first minute of aspiration. An error message stating that the device could not be used further displayed. The procedure was completed with a different angiojet device. There were no patient complications and the patient condition was stable.